Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer kept getting a compromised force sensor system alarm. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The drive support cap was sticking out and was flushed. It was reported that during seating, the force sensor did not detect the reservoir. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.